Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, tried to clip four times and the clips would not close on the vessel. There were no issues with feeding the clips into the jaws. The clips were removed and a competitive device was used to complete the procedure with no patient consequences.